Manufacturer narrative:
Per the user guide: it is very important to set the current time and date accurately to ensure safe insulin delivery. No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that the customer's blood glucose (bg) was 490 mg/dl. Infusion set was changed. Water was consumed and correction bolus was delivered to address bg. Pump system check found the pump time and date were incorrect. Customer reported the incorrect time/date were due to use error. Tandem technical support assisted the customer with correcting time/date.